Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (sample (B)(6) = 0.159, 0.099 ng/ml, sample (B)(6) = 0.368 ng/ml) from multiple patient samples run on the vitros eciq immunodiagnostic system. The patient samples in question were repeated per the customer's protocol as the vitros trop I es results initially obtained exceeded their established critical value. The expected results (sample (B)(6) = < 0.012 ng/ml, sample (B)(6) = < 0.012 ng/ml) were confirmed upon repeat analysis. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros trop I es results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples run on the vitros eciq immunodiagnostic system. After the higher than expected result was obtained for sample (B)(6), service actions were performed. However, there was no evidence in the pre-service vitros trop I es precision testing to indicate an instrument malfunction affected the results obtained for sample (B)(6). Sample (B)(6) was not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. For sample (B)(6), a definitive root cause could not be determined. Pre-analytical sample processing cannot be ruled out as a potential contributing factor. Results of additional vitros trop I es precision testing completed prior to testing of sample (B)(6) demonstrated that the vitros eciq immunodiagnostic system was not performing as expected at the time sample (B)(6) was run. An ocd field engineer replaced the tape on the incubator shuttle and lower heat plate and performed relevant subsystem adjustments. Following completion of these service activities, acceptable vitros trop I es performance was observed. For sample (b)(6, the most likely root cause is an instrument related event. It is unknown if sample (B)(6) was processed in accordance with the tube manufacturer's recommendations, therefore pre-analytical sample processing cannot be ruled out as a potential contributing factor.